Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and calcified superficial femoral artery. The physician advanced an unspecified peripheral cutting balloon and treated the lesion. Next, the 1.5mm x 20 x 143cm sterling es balloon catheter was used to pre-dilate the lesion. The balloon was inflated once to 6 atms and then once to 8 atms. When it was inflated once to 10 atms, the sterling balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
Caller states the patient tested 3.3 inr and 2.1 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.